Event description:
It was reported that the blade displayed very dark image on the monitor. During troubleshooting, the customer tried another blade with the same monitor and the image was clear and bright. No patient injury was reported.

Manufacturer narrative:
Evaluation results pending analysis of the product.